Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified distal right coronary artery (rca). After a 6fr non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guidewire crossed the lesion, pre-dilation was performed with 2.5 x 12 non-compliant balloon catheter. A 2.75 x 32 synergy ii drug-eluting stent was advanced for treatment but failed to cross the lesion due to calcium. Further pre-dilatation was performed with the same balloon catheter and it was noted that the stent strut was damaged. The device was removed and the procedure was completed with a 2.75 x 34 non-bsc stent. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6). Device evaluated by manufacturer.: synergy ous mr 2.75 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end were bunched proximally and proximal struts were lifted from the crimped profile. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified distal right coronary artery (rca). After a 6fr non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guidewire crossed the lesion, pre-dilation was performed with 2.5 x 12 non-compliant balloon catheter. A 2.75 x 32 synergy ii drug-eluting stent was advanced for treatment but failed to cross the lesion due to calcium. Further pre-dilatation was performed with the same balloon catheter and it was noted that the stent strut was damaged. The device was removed and the procedure was completed with a 2.75 x 34 non-bsc stent. No patient complications were reported and the patient was stable post procedure.